Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using relion¿ insulin syringe, 3/10ml x 6mm the hub separates from device. The following information was provided by the initial reporter: relion consumer reported when removing the orange cap, the whole needle component comes off with the cap and is stuck in the orange cap. Stated this happened with 5 syringes from 1 poly bag. Stated this has been happening everyday for the past three days.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: customer returned (2) 31gx6mm, 0.3ml insulin syringe samples from lot 9343416. Consumer reported when removing the orange cap, the whole needle component comes off with the cap and is stuck in the orange cap. The returned samples were investigated, and it was observed that 1 syringe exhibited a separated needle hub/shield assembly; the syringe barrel was not returned for this separated hub. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported while using relion¿ insulin syringe, 3/10ml x 6mm the hub separates from device. The following information was provided by the initial reporter: relion consumer reported when removing the orange cap, the whole needle component comes off with the cap and is stuck in the orange cap. Stated this happened with 5 syringes from 1 poly bag. Stated this has been happening everyday for the past three days.